Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the guidewire was calibrated and equalized successfully and there was a steady green light. During introduction of the guidewire, while outside of the guiding catheter the guidewire broke into two pieces approximately 50 cm from the proximal end. The broken guidewire was able to be removed from the patient with no intervention. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. Two hoops and the device label were also returned. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire and the shaft had been kinked and flattened at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.